Event description:
It was reported that patient underwent total knee arthroplasty procedure utilizing a quick release drill bit on (B)(4), 2011. During the procedure, the drill bit fractured in the patient's bone. The surgeon retrieved the fractured piece and the surgery was completed with no reported injury to the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Device available for evaluation - the attached user facility report indicates that the hospital has the device and inquired with the manufacturer (biomet) if it should be returned for evaluation. A representative from biomet contacted the risk manager at the user facility on (B)(4), 2011 and requested that the device be returned for evaluation. To date, the device has not been forwarded to biomet for evaluation. This report filed (B)(4), 2011.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest the drill bit was used extensively. There are raised edges which indicate multiple fracture planes. The fracture is apparently due to rotating bending fatigue. Device was returned for evaluation and received by biomet on (B)(6), 2011. This report filed (B)(4), 2011.